Event description:
The customer reported low battery life on the infusion pump. The customer also stated there were no audio tones on the insulin pump. The customer ran a self test and the insulin pump did not beep during the tone test.

Manufacturer narrative:
The insulin pump had normal operating currents. No unexpected low battery alarms were noted. The insulin pump had no audible tone/beep due to a broken transducer positive wire. The vibrator functioned properly.